Event description:
It was reported while using five bd vacutainer® ultratouch¿ push button blood collection set, blood leakage occurred from the tail end of the blood collection needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka d3. Common device name: tubes, vials, systems, serum separators, blood collection e.1: initial reporter facility name: (B)(6). Investigation summary bd received four photos for investigation. Evaluation of the four photos shows evidence of sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.